Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the patient with a previous brain injury was administered noradrenalin 0,05 mh/ml with the speed of 4 ml/h using a infusomat space pump. The pump gave unexpected a "too many drops" - alarm. At this time the nurse also noticed that the infusion speed was higher than originally set. The consequence to the patient was that the blood pressure rose to the level of 200/100 mmhg and the pulse to the level of 154/minute. The nurse then offered the patient some tranquilizers and closed down the noradrenalin-infusion.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The device is currently on shipping from (B)(4) to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.